Event description:
The customer reported v6 lead ECG was intermittent. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported v6 lead ECG was intermittent. There was no reported adverse pt impact. The philips repair bench evaluated the device and was unable to recreate the reported problem. No trouble was found. The device passed all performance assurance testing and was returned to the customer. Based on the customer's report, we are considering this a malfunction. We cannot determine the cause, since the symptom was not duplicated.